Manufacturer narrative:
Device unique identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor powered off after a few seconds. The manufacturing representative replaced the monitor and the cable. The system then passed the system checkout and was found to be fully functional. Analysis on the returned monitor resulted in an electrical failure that was found through functional testing and visual/physical examination. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Analysis on the returned cable resulted in no failure being found through visual/physical examination. Device manufacturing date is unavailable. Other relevant device(s) are: cable 9733571 ext wide surgeon lcd. Lcd 9733623 surgeon 24 1920x1200. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor will intermittently power off. They will re-seat the cart to cart cable into the staff cart and the monitor will come on and then power off a minute later. There was no patient present when this issue was identified.